Event description:
It was reported that the xience v stent, (2.75x12) was implanted in the left main coronary artery and the xience v stent, (3.0x12) was implanted in the proximal right coronary artery (rca) on (B)(6) 2013. The patient was complaining of atypical angina and effort dyspnea. An abnormal stress exercise test indicated moderate or severe ischemia. A percutaneous coronary intervention (pci) was performed in the proximal rca on (B)(6) 2013 to treat a restenosis. During the pci, it was noted that the patient also had progression of the stenosis in the proximal left circumflex coronary artery. There was 70% stenosis in the circumflex, but it was not inside the left main stent. There was no treatment provided and the circumflex condition is continuing. The rca condition resolved. The physician believes that the angina and dyspnea were more related to the rca lesion. There was no additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received indicating the circumflex stenosis resolved on (B)(6) 2014 when a repeat revascularization was performed in that vessel. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2013: troponin I=0.04 ug/l, upper reference limit 0.06; (B)(6) 2013: ck=90 u/l, normal upper limit 170; (B)(6) 2013: ck-mb=3.2 ug/l, normal upper limit 5; (B)(6) 2013: troponin I=0.23 ug/l, upper reference limit 0.06; (B)(6) 2013: ck=115 u/l, normal upper limit 170; (B)(6) 2013: ck-mb=2.8 ug/l, normal upper limit 5; (B)(6) 2013: troponin I=0.16 ug/l, upper reference limit 0.06. There were no reported product deficiencies. The reported patient effects of dyspnea, ischemia, angina, and stenosis/restenosis are listed in the canada xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.